Event description:
Pt was injected into nlfs and lips. She had previously been injected with restylane and hydrelle with no adverse effect. Approximately 3 weeks later, she experienced pain and swelling. She was travelling and went to see a local gp and he diagnosed a sinu condition and prescribed antibiotics and allegra. Her condition worsened until the right side of her face was swollen and her eye closed. A few days later, it was still painful and swollen. Doctor prescribed bactrim ds and her condition improved slightly. A week later, she went to see an oral surgeon and he prescribed keflax. Another doctor put a drain inside her mouth into her nlfs for 24 hours and prescribed amoxycillin and her condition improved. She ended up with some lumpiness in right nlf. Her doctor injected some intra-lesional kenalog. That weekend her left lower lip became swollen and tight and her right lower lip had a bump. She bumped her lip and it opened and puss came out. Her doctor then prescribed keflax and prednisone. No further info was reported.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.